Event description:
It was reported that the patient was involved in a motor vehicle accident and sustained a fracture of the superior articular process of c7 on the left side. The fracture fragment broke off and was compressing the exiting c7 root on the left side. Pt. Suffered from radicular pain in the left triceps and paresthesias in that area, and triceps weakness graded at 4-/5. MRI showed ligamentous injury at c6-7 as well. Two days after the accident the patient underwent a procedure for c6-7 left sided posterior cervical foraminotomy with c6-7 arthrodesis and c6-7 non-segmental instrumentation with morselized autograft and morselized allograft. Bmp, autograft bone chips, dbx putty was placed inside the bmp sponges and placed over the arthrodesed bone. Synthes posterior hardware implanted. At 4 months post-op the pt. Reports new pain in the right shoulder and arm which she has treated with advil and heating pad which gives her some relief. At 27 months post-op the pt. Presents to the ER with neck pain after ¿family tugging on neck last night.¿ pt. Was diagnosed with chronic neck pain and myofascial cervical strain and discharged the same day with medication. At 28 months post-op the pt. Presents to ER with chronic neck pain. Pt. Was diagnosed with chronic neck pain and was discharged the same day with refill of medication. At 33 months post-op the pt. Presents to ER with neck pain after tripping and falling. X-rays showed no fracture. Pt. Was discharged the same day in stable condition. At 34 months post-op the pt. Presents to ER with neck pain after a fall down stairs two weeks prior. CT of cervical spine shows ¿there has been: previous pedicle screws placed at c6 and c7. There is now slight reverse curvature at that level. There are no fractures, subluxations, or other evidence of trauma.¿ pt. Was discharged the same day in stable condition with diagnosis of neck pain, neck sprain, knee and leg pain, 1st degree burn of knee, and muscle spasm.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.